Manufacturer narrative:
PMA / 510 (k) # k060762 / k071983. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During the intra-operative surgery the implant had broken on two places. Removal of broken parts, had to be x-rayed and had to be set the marker for the new implant. The second implant has been successfully introduced.

Manufacturer narrative:
Investigation: used test and analysis equipment: microscope "keyence- vhx 600 d". Digital-camera "panasonic dmc tz8. Made a microscopic investigation of the fracture surface. There was no evidence of material or production errors like blow holes or knit lines. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: without further knowledge about the circumstances we assume, that the implant was handled / implanted with too much force. The fracture surfaces exhibit the typical signs of forced ruptures. The root cause for the problem is therefore most probably user related. Rational: there are no hints for a production or material error / problem. There are currently no further complaints with this lot at hand. Corrective action: according to (B)(4) there is no CAPA necessary